Manufacturer narrative:
The customer's report that the tubing separated at the safety clamp was not confirmed. The set sample was not received for evaluation. The reported primary set model 2420-0007 lot 19123083 was not received for evaluation. The device history record for model 2420-0007 lot 19123083 shows the set was manufactured on 12dec2019 with a total of 23,043 units. There was a quality notification issued for separation lower-tubing (200306038) during the production build of this set. CAPA 1432807 was opened to implement the containment and corrective actions of the issue the root cause was not identified. Due to the product not being returned.

Event description:
It was reported that the tubing set separated at the blue clamp while it was being primed in the pharmacy. Since the set was being primed under a hood, there was no exposure of chemo to the staff.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the tubing set separated at the blue clamp while it was being primed in the pharmacy. Since the set was being primed under a hood, there was no exposure of chemo to the staff.